Manufacturer narrative:
Additional information was added in d.9., h.3., h.6. And h.10. The product was returned for analysis and the reported complaint could not be confirmed. Iol returned in a plastic container on a surgical material. Solution and fibers dried on the iol. No damage. The root cause could not be confirmed. The complainant indicates that the ovd remained in the diffraction area and was not removed properly during the initial surgery, which may have caused inflammation. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that after an intraocular lens (iol) implantation procedure, the patient's iop(intraocular pressure) was increased and the inflammation was strong after surgery. Patient had eye pain, corneal edema, cells, flare and diagnosed with (tass) toxic anterior segment syndrome. The patient started on steroids, antibiotics and (nsaids)non-steroidal anti-inflammatory drugs eye drops and it was ongoing at the time of report. Additional information was requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).